Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had a constant tone. When battery was changed, insulin pump received a failed battery test alarm. Customer's blood glucose was unknown. After troubleshooting, customer was not able to clear alarm. Customer was advised that insulin pump would need to be replaced.